Event description:
Md tried to remove a hemosplit catheter with biobloc, because the catheter had become non-functional and they were going to do an over the wire exchange. The catheter was placed in the internal jugular vein. Reporter was able to free the issue ingrowth cuff, but met resistance when she tried to pull the catheter out. Reporter reports that the catheter was tightly adhered in the tunnel track with extensive fibrous tissue ingrowth. She was able to cut the catheter free from the tunnel track, but found it totally adhered to the internal jugular and the super vena cava. Md reports that a vascular surgeon has been called in and believes the patient's chest will have to be opened to remove the catheter from the super vena cava.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.